Manufacturer narrative:
G4: the aware date of the original complaint is (B)(6) 2020.

Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to come loose very easily causing leaks. There were no adverse events reported.